Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip were revised. The reason for revision and information about the stryker implants revised is unknown. Rep confirmed that no further information is available from the hospital or surgeon.